Manufacturer narrative:
The analysis results showed that the tx60g device arrived in good visual condition and with a cartridge present. The cartridge was received with only 6 staples present. The retaining pin was noted to be fully exposed an not aligned with the anvil hole; it's possible that the device anvil was torque causing the retaining pin to hit the anvil on the outside misaligning the anvil with the cartridge causing malformed staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an anterior resection to hartmanns, the device did not fire correctly. The trigger felt stiff from the outset. The specimen was quite bulky, so the first reaction of the surgeon was that the specimen was too large to be stapled- too big when in the jaws of the stapler for the stapler to be fired. The surgeon therefore "thinned out" the specimen further before replacing the gun. The cartridge was also taken out and reloaded- there seemed to be no error at this stage. On the second attempt, the surgeon manually engaged the retaining pin. Unformed and malformed staples went into the pelvis. The pt lost an undisclosed amount of blood and required a blood transfusion. The bleeding was already occurring through the procedure from dissection of the pelvic area set- i.e. The standard steps of the procedure. Opening a second gun, which fired correctly, rectified the situation. The pt subsequently had a heart attack on the table and later expired in the itu. No post mortem results are available at this time. Overall, the perspective of the surgeon is that the stapler misfiring only impacted to make the case more difficult and was not the cause of the pt's heart attack and subsequent death. The pt was very sick and the procedure was a "last attempt."